Manufacturer narrative:
(B)(6).

Event description:
It was reported that during the surgery 1 nitinol guidewire broke inside the patient, all the pieces were removed with a grasper, the second one worked without any problems. There was a delay of 10 minutes no patient injury reported.

Manufacturer narrative:
One 1.2mm nitinol guidewire from a disposable hip pak kit was returned for evaluation. Visual assessment of the device confirmed its reported breakage. Approximately 2.622 of its length has been broken off. No material voids were observed at the break area. The break area shows significant signs of elastic deformation. The guidewire is also bent on multiple planes. The guidewires condition indicates it was subjected to excessive forces resulting in its failure. Per the device instruction for use under ¿precautions¿ as with any surgical instrument, careful attention should be made to assure that excessive force is not placed on the instrument. Excessive forces applied to the instrument can result in failure. No root cause related to the manufacturing process can be established.

Event description:
It was reported that during the surgery 1 nitinol guidewire broke inside the patient, all the pieces were removed with a grasper. The procedure was successfully completed without any significant delay using a back-up device. No patient injury or other complications were reported.